Event description:
It was reported that at the one-month follow-up the pt died at a nursing facility after having numerous strokes. The condition was continuing and pre-existing. It is unknown if related to the device. The event resulted in the pt's death. Family decided on a dnr. No autopsy was done. No additional info was available.